Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, the patient underwent orif of frontal sinus fracture. During the surgery, the screw head was broken while the surgeon was inserting the resorbable screw. The broken part of the screw is remains in the patient. The surgery was completed successfully. The patient outcome was unknown. This complaint involves one (1) device. This report is for (1) 1.5mm rapid resorbable cortex screw 4mm-sterile this report is 1 of 1 for (B)(4)

Manufacturer narrative:
(B)(4) additional narrative: complainant part is not expected to be returned for manufacturer review/ investigation. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. The product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot part: 805.604.02s lot: 7l03955 manufacturing site: (B)(4) release to warehouse date: july 16, 2020 expiration date: june 01, 2023. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.